Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on vad support with no further issues reported. Evaluation of submitted photos confirmed damage to the outer silicone sleeve of the driveline. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device - 8 years, 3 months. The pump remains implanted supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that during a routine outpatient clinic visit on (B)(6) 2018, multiple tears were observed on the percutaneous lead (driveline). There were no device alarms and no adverse impact to the patient. On (B)(6) 2018, the manufacturer's representative applied rescue tape to secure the outer silicone area of the driveline. No additional information was provided.